Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited r-wave amp variation and high capture thresholds. Programming changes were made. The lead was repositioned on (B)(6) 2019. Patient was stable before, during and after procedure.